Event description:
In 2008, the pt reported that he continues to receive an e10 (cartridge) error on his infusion device while retracting the piston rod. He stated that the piston rod appears to be stuck, but it was spinning. He stated that the infusion device has not been dropped. To troubleshoot, the patient's mother was instructed to perform the change cartridge procedure. The piston rod would not move and e10 was displayed. The mother was instructed to insert a new battery and again perform the change cartridge procedure. The piston rod would not move and e10 was displayed. The pt switched to his backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional of second party to address the issue. Product was replaced and requested to be returned for evaluation.